Manufacturer narrative:
Concomitant medical products: (B)(6) blood bag and 500ml baxter bag ndc 0338-0049-03, lot number v18b16u, exp (B)(6), 0.9% sodium chloride. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported a leak at connection to a luer lock during a blood transfusion. There was no report of patient harm.

Event description:
The customer reported a leak at connection to a luer lock during a blood transfusion. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the connection to a luer lock was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified. The mating component was not received for investigation.